Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted on (B)(6) 2007.

Event description:
It was reported that there was a single high and undefined bipolar lead impedance measurement for the right ventricular (rv) lead that triggered an audible alert. There was also four short v-vs noted on the counter. The physician decided to continue to follow the patient via remote monitoring. Then two days later an audible alert went off. The patient was seen, and the interrogation report noted high rv impedance again in the bipolar configuration. There was also noise observed on the egm (electrogram) and there was over two hundred fast v-vs. The rv lead was reprogrammed, and exercises repeated with no noise or oversensing noted. The rv lead remains in use. No patient complications have been reported as a result of this event.